Event description:
It was reported that during an ankle procedure at the user facility, the micro reciprocating saw was oscillating without user activation. The procedure was completed successfully using back-up equipment. No delay, no medical intervention, and no adverse consequences were reported with this event.